Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; 419488 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.